Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. It was determined that one side of the fixation tab had sheared off from the rest of the device. This is not an unexpected failure mode when the fixation tab is overstressed. The half of the fixation tab that sheared off from the rest of the device was not returned. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a robotic single port total hysterectomy on (B)(6) 2013 and barbed suture was used. When the surgeon pulled the suture, half of the fixation tab broke off and pulled through the tissue. A second package was used to complete the case. There were no adverse patient consequences.